Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-07262012-002-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to charge the scs ipg. Technical services attempted to troubleshoot the issue with the patient over the phone but the patient programmer would only display a communication error. Follow up identified a company representative met with the patient and confirmed the ipg was inoperable. Subsequently, the patient had the ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.